Event description:
The physician reported approximately 2 months after treatment with juvederm ultra plus with lidocaine to the tear troughs, the pt presented with redness and swelling on the right side. The physician prescribed unspecified antibiotics and ointment to the pt. It is not known at this time if the treatment was given to hasten resolution of symptoms or to prevent worsening symptoms that would lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B) (4). Device eval summary: the batch number h30l521880 was released by qc according to defined specifications. All manufacturing steps and all physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.